Manufacturer narrative:
(B)(4).

Event description:
It was reported that two weeks post implant the left ventricular lead exhibited increased capture thresholds; a micro-dislodgement was suspected. No action was taken at this time. The patient&#38112;condition was stable.

Event description:
New information noted that the lead was not programmed to a different vector. The patient was asymptomatic to the event.